Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was reviewed, and the following was noted: crimped thv stuck in partially expandable portion of sheath. Two (2) struts bent outward at the inflow side and protruding through sheath liner. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3ur thv IFU was reviewed. Warnings include 'the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices. There are no data to support the sterility, nonpyrogenicity, and functionality of the devices after reprocessing' and 'prior to delivery, the valve must remain hydrated at all times and cannot be exposed to solutions other than its shipping storage solution and sterile physiologic rinsing solution. Valve leaflets mishandled or damaged during any part of the procedure will require replacement of the valve'. Precautions include 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/ sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position'the initial valve and esheath would not advance past the arteriotomy. Attempts were made to make larger "skin nicks" and track dilation. There was a great deal of pushing by the physician team. The valve was unsuccessfully advanced into the sheath (esheath ln 65790447). Everything was removed. The valve was inspected and re-prepped on a new delivery system and new sheath was inserted. The 2nd esheath had a liner puncture (esheath ln 65790447) and the valve was protruding through it so everything was removed.' Per the training manual, 'the devices are designed, intended, and distributed for single use only,' and if challenges are presented during implantation, 'remove valve and sheath together as single unit and replace'. In this case, the valve was initially removed as a single unit with the sheath but was re-prepped on a second delivery system and inserted through a second sheath, as reported. Therefore, this was an off-label case. The reuse of the valve may cause the struts to be exposed through the skirt, which can cause interaction with the sheath liner and puncture the sheath, resulting in bent struts. Additionally, it was reported that the 'physician was pushing very aggressively and the tip of ds was bending on itself, just before the valve.' Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests procedural factors (off label use, high push force) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, this case used 3 esheath+, 3 delivery systems, and 2 valves. The initial valve and esheath would not advance past the arteriotomy. Attempts were made to make larger "skin nicks" and track dilation. There was a great deal of pushing by the physician team. The valve was unsuccessfully advanced into the esheath+. Everything was removed. The valve was inspected and re-prepped on a new delivery system and a new esheath+ was inserted. The second esheath+ had a liner puncture and the valve was protruding through it so everything was removed. After that, the third esheath+, third delivery system and second valve were prepped and used for successful valve implantation. There were no withdrawal issues with any of the systems. There was no patient injury and no vascular damage. Angiograms of the access vessels were taken after successful deployment of the valve before and after the esheath+ was removed. The patient left the room stable and was discharged the next day. The root cause was deemed to be either scarring of the tissue above the access site that was not dilated enough to push the valve into the arteriotomy or the esheath+ was through the inguinal ligament and the valve was getting stuck there. There is no definitive answer. The second valve passed smoothly after much dilation of track was performed.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07193. Investigation is ongoing.